Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. A xtw was implanted first successfully a2/p2. A xt clip was then attempted to be placed medial to the first clip to further reduce mr. Five grasp attempts were made but an adequate reduction in mr could not be achieved. During the grasp attempts, the mr rose back to grade 4. Leaflet damage was suspected. The patient remained hemodynamically stable. The procedure was aborted and ended with mr unchanged grade 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp and inability to capture the leaflets appear to be related to patient morphology/pathology. The reported patient effect of tissue injury appears to be due to multiple grasping and capturing attempts. The unchanged mr appears to be related to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.